Event description:
It was reported that the fowler actuator was faulty.

Event description:
It was reported via work order that the fowler would not lower electronically. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Further investigation determined that the fowler would not lower electronically. This will result in caregiver annoyance; however, it is not likely to harm the patient as the manual CPR release was able to lower the fowler to the lowest position which is desired for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.